Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump. The indications for use was non-malignant pain. It was reported that the manufacturer's patient services specialist (pss) had the patient connect to the personal therapy manager (ptm) and patient stated it got to 91 percent and stalled. The patient was able to connect to ptm right away and see their lockout time. The patient also mentioned they have two medications in their pump - one is a numbing agent and the other is opioid but they do not know the names of either. The issue was not resolved through troubleshooting.